Event description:
It was reported that the patient fell a few days post implant, causing the atrial lead to dislodge. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.